Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon shredding, parts of the string rips [device breakage]. Case narrative: consumer reported via e-mail that tampon is shredding and parts of the string rips. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon shredding, parts of the string rips [device breakage]. Case narrative: consumer reported via e-mail that tampon is shredding and parts of the string rips. No injury reported.

Event description:
Tampon shredding, parts of the string rips [device breakage] case narrative: consumer reported via e-mail that tampon is shredding and parts of the string rips. No injury reported. Correction: product path changed from tampax/tampons/radiant/radiant full size/mixed to tampax/tampons/radiant/radiant full size/super.

Manufacturer narrative:
There is insufficient information to perform an investigation. The product path change from tampax/tampons/radiant/radiant full size/mixed to tampax/tampons/radiant/radiant full size/super.

Event description:
Tampon shredding, parts of the string rips [device breakage] case narrative: consumer reported via e-mail that tampon is shredding and parts of the string rips. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.